Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was dizzy. It was then found that the right ventricular (rv) lead showed high threshold values. The implantable pulse generator (ipg) had a cardiac compass with invalid data. Both devices remain in use. No further patient complications have been reported as a result of this event.